Event description:
Brazil. Allegedly, a patient underwent a breast implant surgery in (B)(6) 2020. In (B)(6) 2025, a mammogram revealed that the right implant had rotated. In (B)(6) 2025, she began experiencing severe pain in her left breast, accompanied by fever and chills, and sought emergency medical care. A breast ultrasound reportedly suggested a rupture. She underwent an MRI on (B)(6) 2025 and according to the report, there were signs of bilateral implant rotation, and the left implant showed findings suggestive of shell fissures, with a moderate amount of periprosthetic fluid associated with diffuse thickening and enhancement of the reactive capsule. The patient further alleges that she underwent a drainage procedure on the left breast to remove silicone-containing fluid that had allegedly leaked from the implant capsule, causing infection, pain, and risks to her health. A revision surgery to replace both implants was performed on (B)(6) 2025. No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: infection: "signs of acute infection reported in association with breast implants include edema, erythema, tenderness, pain, and fever. As with other invasive surgeries, toxic shock syndrome (tss), a life-threatening condition, has been reported in rare instances following breast implant surgery. Symptoms of tss occur suddenly and can include high fever (102°f (38.8°c) or higher), vomiting, diarrhea, sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should immediately contact their physician for diagnosis and treatment if any of these symptoms occur." Rupture: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. Rotation - anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the patient's breast. Proper placement and pocket dissection reduce the risk of occurrence. Flipping can be treated with bimanual manipulation in the office and can be done repeatedly in recurrent cases. However, in some cases, revision surgery may be necessary to reduce pocket dimensions. Literature has reported that the interaction between breast envelopes, the implant's physical characteristics, and pocket dissection could cause malposition. Other theories include the involution of breast tissue. Regarding implant characteristics, flipping has been associated with the presence or absence of texturing, implant shape/profile, and the gel-filling ratio (i.e., the degree to which the implant has been filled). Other factors such as infection, hematoma/seroma, capsular contracture, dissection, surgeon's experience, physical activity, and external manipulation of the implant could potentially contribute to the development of this complication. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health as stated in the literature: as stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel et al., 2013). Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. The human breast is not a sterile anatomic structure; it contains endogenous flora, derived from the nipple ducts, that is essentially similar to that found in normal skin. Multiple breast ducts provide a passage from the skin surface to deep within the breast tissue (pittet et al, 2005). Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation (skandalakis, 2009). Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.